Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2018, it was reported from (B)(6) healthcare that a mesher required repair. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 20 august 2019 found that the comb was bent. No testing could be performed with the mesher due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2018. While the service technician found that the comb was bent, a failure that would require service on the device to resolve, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that zimmer skin graft mesher was in need of repair. In device evaluation, it was discovered that the device comb was bent. No adverse events were reported as a result of this malfunction.